Event description:
It was reported that the programmer generated error codes. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analysis determined that it was not able to power up due to errors so the link electronic module (lem) printed circuit board (pcb) was replaced, however the original event could not be confirmed. Further testing revealed that the replaced lem board was the wrong part and was not compatible with the wireless programmer, however the replacement lem was correct for this programmer model.